Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump became contaminated with 5fu after medication leaked all over it while in pouch. They had it on longer due to it had stopped running for a few hours and was behind schedule. They noticed the tubing looked empty and then noticed the bag of chemo was empty and had leaked everywhere. The event occurred while in use with patient at patient's home. The operator of the device was a health professional. Associated admin set complaint documented on (B)(4).